Event description:
The customer reported that when the unit is powered up, the display is white.

Manufacturer narrative:
(B)(4). The customer reported that when the unit is powered up, the display is white. This report is cancelled because currently MDR is being used in place of the specific region report.